Manufacturer narrative:
(B)(4).: a f/u report will be submitted upon completion of the investigation.

Event description:
The customer called and reported pads/paddle ECG: test failure. There was no pt involvement.